Manufacturer narrative:
The log file contains several entries for the date of even which indicate that the device's supervisor function detected deviations between measured speed of the vent motor and the expected performance. This resulted in failures of the ventilator piston to reach end position during movement. Since this condition may result in equipment damage the workstation is designed to shut down automatic ventilation and to alert the user by means of a corresponding alarm. Manual ventilation as well as the monitoring functions remain available. The dispatched fse replaced motor and the position detection system. The device was tested afterwards, found fully functional and thus, could be returned to use. The replaced parts were subject to detailed investigation in the manufacturer's lab. The position detection system was compliant to specifications but the motor exhibited burn marks on the collector disc. As a result, the contact to the carbon brushes was partly disrupted leading to fluctuations in the rotating speed. Dräger finally concludes that the workstation responded as designed to the malfunction of a single component being subject to wear-and-tear. No patient injury has been reported.

Event description:
Please refer to initial MFR. Report #9611500-2017-00055.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that the fabius gs ventilator stopped functioning and posted the "vent fail" message while the machine was being used on a patient. No reported patient injury.